Manufacturer narrative:
Analysis summary: review of the lead manufacturing records confirmed a regular device manufacturing process. As received, one hole was observed at 90 mm from the connector pin on the external insulation. It is not possible to confirm with certainty the origin of the cuts. However, it cannot be totally excluded that they appeared either during the implantation procedure or during the manufacturing process. Further analysis of the lead revealed an insulation failure between the inner and outer coil, resulting in electrical leakage between the two lines, which could have occurred during the implantation time. This finding can explain the reported ventricular loss of capture. This case is retained and utilized for trending purposes. Please find attached the investigation report.

Event description:
Reportedly, during a scheduled follow-up, a ventricular loss of capture was observed on the vega r58 lead, which seems to be related to an oversensing observed on the ventricular canal. A lead integrity problem could be suspected. The lead was removed on (B)(6) 2024.

Event description:
Reportedly, during a scheduled follow-up, a ventricular loss of capture was observed on the vega r58 lead, which seems to be related to an oversensing observed on the ventricular canal. A lead integrity problem could be suspected. The lead was removed on (B)(6) 2024.